Event description:
A female patient complained to the clinic about uveitis in one eye 1 day following lumecca 580 treatment on her face, neck and chest. According to the clinic, when treated between the eyebrows, the patient "jumped and said she felt it a little more". According to the patient, she visited an optician who referred her to local hospital where she was prescibed steroid drops for uveitis.

Manufacturer narrative:
The device was not inspected since this is an isolated incident in this clinic. The investigation points to incomplete coverage of the eyes by the protective goggles during treatment. Per latest updates, patient is improving. Retraining has been scheduled for the clinic. 23-apr-2026: a follow-up report is submitted with additional information. The clinic received a retraining. Patient has fully recovered.

Manufacturer narrative:
The device was not inspected since this is an isolated incident in this clinic. The investigation points to incomplete coverage of the eyes by the protective goggles during treatment. Per latest updates, patient is improving. Retraining has been scheduled for the clinic.

Event description:
A female patient complained to the clinic about uveitis in one eye 1 day following lumecca 580 treatment on her face, neck and chest. According to the clinic, when treated between the eyebrows, the patient "jumped and said she felt it a little more". According to the patient, she visited an optician who referred her to local hospital where she was prescibed steroid drops for uveitis.